Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012469379 was returned and analyzed. Visual inspection was performed and the catheter appeared visibly damaged. The capture device tip was detached. The guidewire extended about 1 mm from the distal end of the guidewire lumen upon arrival and could not be removed from the guidewire lumen. White cloudy residue was present on the guidewire after the guidewire was pulled with great force from distal end of the guidewire lumen. All electrodes were displaced as well. Photos of electrode displacement were taken after the guidewire was pulled with great force from the distal end of the guidewire lumen. The spiral array was unable to be retracted using the slide control mechanism. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter was reprogrammed before connection to the generator via a catheter interface cable and failed ablation testing due to error code 2000 (there was an electrical current error.) Hipot verification of the integrity of electrode wires insulation passed testing. Testing for electrical continuity failed for all 9 electrodes. X-ray imaging revealed a dislodged nitinol ball, entangled wires in the shaft, displacement of all 9 electrodes, and detached electrode wires between electrodes 5, 6, 7, and 8. In conclusion, the loop catheter failed the returned product inspection due to residue stuck on the guidewire/guidewire lumen, dislodged nitinol array wire, displaced electrodes, and capture device detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the guide wire became stuck in the catheter. The wire bent and could not be pulled back into the pulseselect, causing difficulty for the physician in stretching the catheter to fit back into the sheath for removal. A large amount of force was required to withdraw the catheter from the sheath. The case was completed without any patient symptoms or complications. No patient complications have been reported as a result of this event.